Event description:
It was reported that the user experienced high blood glucose after a supply change, suspected improper cartridge insertion, performed a rewind while looking for drops, did not observe drops initially, then reported that too much insulin expelled and subsequently worried the pump was jammed; a supervised dry run with a diabetes educator confirmed the pump functioned as intended. Symptoms included hyperglycemia. Outcomes included an emergency room visit. Investigation included consultation with a diabetes educator and review of device function via a dry run, with plans to review engineering logs. Investigation of this case revealed normal pump operation on bench testing, with the event consistent with an infusion setup or cartridge loading issue that impeded insulin delivery, followed by insulin expulsion outside the body. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use or setup during cartridge change rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.